Event description:
The patient's legal guardian (lg) reported the pod was leaking while worn on the patient's arm for 16- 17 hours. The cannula did not properly insert into the site and appeared bent. Patient's blood glucose levels rose to 301 mg/dl. Pod was removed and an insulin injection was administered for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.